Manufacturer narrative:
(B)(4). Biocampatibility letter was sent to account, as requested. Investigation summary: the device has not been returned for investigation at this time; therefore, a definitive conclusion could not be reached regarding this specific event. Based on our knowledge of the device design and its prescribed uses, we have developed a comprehensive risk management file associated with our mammomark product portfolio. The most likely scenario is that the user removed the marker applicator separately from the biopsy. Tip shear has been identified as a potential risk whenever the applicator shaft is removed through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide contraindication language and instruction within the instructions for use: warning: failure to align mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear. Instructions #10: remove the mammomark applicator and the mammotome biopsy probe together as a single unit from the site and obtain images to confirm marker placement.

Event description:
It was reported by the customer upon deploying the device, the user met resistance and removed the device from the probe. Post-biopsy images were taken and it was noted the tip sheared off into the biopsy site. The tip was not retrieved and the decision for tip removal will be based on pathology results.